Event description:
Possible undersensing noted on atrial lead, however lead is already programmed to maximum sensitivity 0.18 mv. Local re notified via email. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).